Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 400-2100, ¿patient was burned when the bovie was used during surgery.¿. The event occurred on (B)(6) 2021 and the procedure was a mini thigh lift. There was a 5 minute delay and the procedure was completed with an alternate grounding pad. After further assessment, it was discovered that the doctor repaired and sutured the burn. The patient does have some discomfort in her right leg and there was no prolonged hospitalization. There was no prep done on the affected leg. This report is being raised on the basis of injury due to burn.

Manufacturer narrative:
The reported event of ¿patient was burned when bovie was used during surgery¿ is confirmed. The device will not be returned for evaluation; however, photographs were provided. Review of the photograph of the pad reveals it is charred at the upper left of the lead end of the device; however, no photographic evidence of the patient burn was provided. Additionally, attached correspondence indicates that the pad site was not prepped. A 2 year lot history review was conducted and found this is the only event for the reported lot number and failure mode. A device history review found no abnormalities that would contribute to this issue. A two-year review of complaint history revealed there has been a total of 19 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure (B)(4). Per the instructions for use, the user is advised the following: prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. Do not open package until ready to apply pad to skin. Do not use if product is expired or apparently damaged. Select a well vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Some equipment and/or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as application of high current, long activation times, or use of conductive fluid. In these high current procedures, there is a risk that excess heat may build up in standard dispersive electrodes which may result in patient injury or burns. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 400-2100, ¿patient was burned when the bovie was used during surgery.¿ the event occurred on (B)(6) 2021 and the procedure was a mini thigh lift. There was a 5 minute delay and the procedure was completed with an alternate grounding pad. After further assessment, it was discovered that the doctor repaired and sutured the burn. The patient does have some discomfort in her right leg and there was no prolonged hospitalization. There was no prep done on the affected leg. This report is being raised on the basis of injury due to burn.